Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device migration occurred. A procedure was performed to relocate the device to resolve the event. The patient was stable.